Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and log review confirmed recurring u-02 and c-01 errors on 06/06/2026. During system testing, the erbe displayed u-02 at startup and remained stuck on the splash screen, preventing access to erbe logs. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure using an xi system, and before surgical port placement, the customer called during case setup to report an issue with the iesu. The customer stated that the erbe was faulting with a u-02 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to remove the connections from the back of the integrated electrosurgical unit (iesu), connect only the rcb, and power cycle the iesu. The customer performed these steps; however, the u-02 error immediately returned. The procedure was aborted to another xi system, and no patient involvement was reported.